Event description:
It was reported that a patient enrolled in a clinical study underwent a total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2008 due to metallosis and a pseudotumor. The head and cup were removed and replaced with a head, cup and polyethylene liner. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-02855 / 02856).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in a clinical study underwent a total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2008 due to metallosis and a pseudotumor. The head and cup were removed and replaced with a head, cup and polyethylene liner. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient was revised due to patient allegations of pain, discomfort, soreness, debilitation, dysfunction, loss of range of motion, lack of mobility, and elevated metal ion levels.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that a patient enrolled in a clinical study underwent a total hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2008 due to metallosis and a pseudotumor. The head and cup were removed and replaced with a head, cup and polyethylene liner. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient was revised due to patient allegations of pain, discomfort, soreness, debilitation, dysfunction, loss of range of motion, lack of mobility, and elevated metal ion levels. Additional information received in patient medical records indicates patient right hip revision performed on (B)(6) 2008 was due to edema and leg swelling. The patient's operative report noted fluid, necrotic debris, fibrous/dead tissue, granulation tissue, necrotic fluid, and cyst.